Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an avx thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector was an indication that the outlet adapter seal failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the dialysis shunt in the arm. After priming, the catheter was inserted into the patient and activated. After approximately 6 seconds of aspiration, the catheter stopped working. A prime sign light displayed on the console. They tried to prime the catheter again, but that did not work. The console then showed the replace catheter message. Another of the same device was used to complete the procedure without any issue. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Age at time of event:18 years or older. (B)(4).

Event description:
It was reported that an error displayed during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure in the dialysis shunt in the arm. After priming, the catheter was inserted into the patient and activated. After approximately 6 seconds of aspiration, the catheter stopped working. A prime sign light displayed on the console. They tried to prime the catheter again, but that did not work. The console then showed the replace catheter message. Another of the same device was used to complete the procedure without any issue. There were no patient complications and the patient condition was noted as stable.